Event description:
It was reported that the pt's parents stated that the pt hit his head near the implant site with a hard plastic toy and he immediately reported no sound from that side. The parents switched external equipment and the pt still had no access to sound. There have been no reports of pain from the pt and there was no swelling or redness at the implant site. Testing confirmed that the device has malfunctioned. The audiologist was able to rule out external equipment issues.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.